Event description:
It was further reported that the mustang balloon catheter was used inside the body and was removed. An attempt was made to advance the balloon catheter back through the 6f sheath and it would not advance.

Event description:
It was reported that during a stenting treatment procedure, removal difficulties occurred. The target lesion was located in the left subclavian. The physician struggled to advance an 8x40x75cm mustang balloon catheter was through a 6fr non-bsc sheath. Upon removal, extra force was needed to remove the device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).